Manufacturer narrative:
Additional information : the lot was manufactured from october 31, 2019 - november 1, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the fluid inside the bag was found to be due to the untightened blue winged luer cap; the cap thread was exposed and a white mark was not observed inside the blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was observed after filling the device with fluorouracil. There was no patient involvement. No additional information is available.